Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and other manufacturer right ventricular (rv) lead had high out of range shock impedances greater than 200 ohms over the past eight months. The patient was in the clinic for troubleshooting, where the impedance range for triad was 50 ohms, coil to device was 77 ohms, and coil to coil 67 ohms. Impedances were checked during isometrics and pocket manipulations, where everything was stable. Technical services discussed differences in ambulatory and commanded tests, and recommended potentially delivering commanded shock. The system remains in-service. No adverse patient effects were reported.